Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse and surge suppressor were replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the monitors on the 2800 sys would not turn on during a case. No pt injury was reported.